Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follows: date: (B)(6) 2012; inratio: 3.3; lab: 8.6. Testing was two hours apart. Pt's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.